Event description:
It was reported that at the implant procedure, the lead sensing in the atrium was unacceptable. The physician attempted to reposition the lead but had difficulty moving it to a new location. The lead was removed from the patient and it was determined that the screw was not retracting appropriately. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. However the distal lv (low voltage) electrode of the lead was covered in blood, the inner tubing of the lead became extrinsically distorted due to kinking/buckling and the inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant and stretching. The lead was returned stretched, with buckling of the inner insulation and inner tubing. However, the helix was able to be extended and retracted, but the turns to extend and retract were out of specifications. Electrical resistance and cross continuity results were within specifications. (B)(4).